Event description:
A customer reported ¿out of range low quality control (qc)¿ for estradiol (e2), follicle stimulating hormone (fsh), and progesterone (prog iii) on the aia-360 analyzer. The customer recalibrated the analytes and repeated qc, but the error persists. Technical support specialist (tss) instructed the customer to open a fresh control vial and repeat testing. Tss also sent the customer decontamination procedure vis email. The customer called back and stated they performed qc with fresh control vial and result is still not within acceptable range. The customer needed filters to complete a decontamination which resulted in a delay in reporting patient samples for estradiol (e2), follicle stimulating hormone (fsh), and progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The customer received the filters and performed a system decontamination and all the qcs were within expected manufacture ranges. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 24jun2022 through aware date (B)(6) 2023. There were no similar complaints identified during the search period. A 13-month lot review for biorad lot # 85340 from the date of 24jun2022 through the aware date (B)(6) 2023 was performed for similar complaints. There were no similar complaints identified during the search period including this case. The st fsh analyte application manual states the following: evaluation of results quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The st prog iii analyte application manual states the following: evaluation of results quality control: in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples shall be assayed according to the local regulations. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of the internal control are run in order to accept the calibration curve. The two levels of controls are also repeated when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe, or detector lamp adjustment or change). After daily maintenance, at least two levels of the control shall be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control value(s) is out of the acceptable range, it is necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the strict regulatory agency under which the laboratory operates. The st e2 test code 029 analyte application manual states the following: quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, two levels of controls are run in order to accept the calibration curve. The two levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). The most probable cause of the reported event was due to biological contamination.